Manufacturer narrative:
Serial number unknown. Phone number not provided.

Event description:
It was reported to philips that the device's battery is missing label sticker. There was no patient involvement.